Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 748951, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 3587a, lot# lc1421, implanted: 2004 (B)(6); product type lead product ID 74001, lot# n377282, product type adapter product ID 3587a, lot# lc1421, implanted: 2004 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation. The reporter indicated that when impedance testing was done on the patient's lead at .7v only the 3rd contact had an impedance issue, but when the testing was done at a higher voltage, then contacts 1,2 and 3 were greater than 10,000 ohms. It was further reported that the patient experienced the shocking feeling through areas where stimulation was at least 50-100 times a day after the previous battery was replaced. The high impedance issue was isolated to contacts 2 and 3. It was noted that the patient was deciding on whether she wanted a revision. Two days later, additional information was received which reported that the patient was informed by her physician that if the sporadic shocking continued he would have to "go into the pocket" to see if there was a connection issue.